Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 14-oct-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient was being shocked. High impedance, >40,000. Paddle lead was replaced. Lead fracture suspected.

Event description:
On 2023-jan-24: information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep called and reports pt noticed an increase in pain ~25 days ago and attempted to turn stimulation up at that time. Since then, pt has seen 'settings unavailable' message on their controller when attempting to turn up stimulation, and intermittently feeling electric shocks while stimulation is on and while trying to perform impedance checks today. Rep reports checking connectivity and reports that contacts 0-7 show out of range. Pt denies any falls or events that initiated the change in stimulation and pain. Rep indicated that they would discuss with pt's healthcare provider (hcp) to get further imaging/diagnostics regarding the 0-7 contact port on the ins. On 2023-jan-27: a response was received from a manufactures representative regarding patient's complaint. Rep reports, electrodes 0-7 were showing out of range neither high or low because they were unable to run impedance check because it shocks the patient when attempting the check. Oor cause is due to high impedance. Initial interrogation shows 0-7 oor. Connectivity check shows contacts 4-7 out. Plan is to replace the paddle. A revision date had not been scheduled. On 2023-nov-21: additional information was received from a manufacturer representative (rep). The rep reported that rep to return neuro stimulator that was explanted today, to get analysis done on the neurostimulator. Rep said after the lead was replaced in march, patient still felt shocking sensation when neurostimulator was off and even when discharged. Hcp left the lead wire. Patient recovered without sequela.

Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 0, 2, and 4-7 conductor(s) was/were broken; 12.8 cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.